Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, the device failed and broke. There was a defect in shooting. No other known adverse events were reported. Additional information was requested from the reporter. Should we receive this additional information, a supplemental will be submitted.